Manufacturer narrative:
Analysis found that the unit will not run due to motor and collet broken and motor seized. Hence, pre-repair heat test could not be performed. The unit had to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated prior to the procedure. There was no patient impact.